Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) underwent a non-device related procedure. Following the procedure, device interrogation displayed a message indicating high voltage was detected on the lead during a charge. Review of the device revealed the patient received a 41 joule shock and anti-tachycardia pacing (atp) during the procedure. Technical services recommended completing a capacitor reformation and delivering a 1 joule shock. The capacitor charge was completed successfully at 8 seconds. The facility the patient was in did not have an ep or cardiologist on staff who could complete the 1 joule shock. The patient was going to be seen at another facility to complete this step. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative reported the patient's physician elected to not perform the 1 joule test shock. The patient will continue to be monitored. Records indicate this device remains in service. Should additional information become available this report will be updated.